Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be confirmed. The device was cracked on the bottom of the water tank and the leak was coming from the cracked and worn gasket. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review found that this device has not been serviced the past 12 months.

Event description:
It was stated that the clear front of the device leaks. There was no physical damage found, and no other information provided by the facility user.

Manufacturer narrative:
B3. Date of event: month, day of event are unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.